Manufacturer narrative:
(B)(4). G2: foreign: country: australia. The product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 2 days post implantation due to a peri-prosthetic fracture from a fall. The x-ray results also showed possible loosening of the acetabular cup. The cup remains implanted. There is no further information available at the time of this report

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: single view of the left hip demonstrate a left total hip arthroplasty demonstrate an oblique periprosthetic fracture extending from the greater trochanter to the proximal femoral diaphysis medial cortex. Lucency along the acetabular component could indicate loosening. A definitive root cause cannot be determined. Based on the x-ray findings, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.